Manufacturer narrative:
Addition device returned on 1/19/2023 for gore engineering evaluation. Addition the device was returned to gore for evaluation. Per the engineering evaluation the leading tip was not attached to the leading end of the returned device catheter. Engineering identified minimal amounts of material reflow and signs of bonding on the leading tip and the proximal end of the catheter where the tip would be bonded, consistent with an insufficient bond between the catheter and leading tip. There is no indication that the inner member was stretched during the removal of the device from the sheath. Because the endoprosthesis and leading tip were no longer present on the catheter, sheath insertion force was unable to be evaluated. Based on the findings from the evaluation, the condition of the returned device is consistent with the physician¿s observation that the ¿upon retracting the delivery catheter, the olive tip was not attached¿. Evidence of insufficient bonding between the leading tip and catheter was observed, and the greatest severity of harm for this failure mode documented in the gore® excluder® conformable (excc) aaa endoprosthesis process failure modes and effects analysis (pfmea).

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that while attempting to advance a gore® excluder® trunk-ipsilateral leg conformable endoprosthesis through a 18fr gore® dryseal flex introducer sheath (lot/serial number is not available), after several attempts the device would not advance through the sheath. The 18fr gore® dryseal flex introducer sheath was replaced with a 20 fr gore® dryseal flex introducer sheath and the device was advanced and deployed without any issues. Upon retracting the delivery catheter, the olive tip was not attached. Under imaging the physician saw the olive sitting at the bifurcation and used a snare to retrieve it. The patent tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, implant procedure: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), a potential adverse event that may occur is leading end catheter component retention.